Event description:
The customer obtained a blood glucose result of 405 mg/dk on the device. They dosed insulin and began to have hypoglycemic symptoms an hour later. Emergency medical technicians were called and they checked patient's glucose and the level was 10 something. Patient was treated with glucose from a tube and an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.